Event description:
It was reported that the iv3000 had no adhesion. The event happened after treatment and there were no delays as it was solved with a back up device. No patient harm was reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this issue in the past three years. It was reported that the product intended to be used for treatment was found to have low adhesion on the film of the dressing. The returned samples were evaluated which confirmed the failure mode. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in an acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. It appears on this occasion checks in place failed to identify this issue. Therefore the root cause was determined as a manufacturing process issue and a relationship was confirmed between the event and the device. As this is a very low occurring issue and there are various checks in place to monitor this issue, no further actions are deemed necessary at this stage. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range